Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a pacemaker change out, this right ventricular (rv) lead was found to have high thresholds (5.0 volts) and was not pacing when required. The physician decided to abandon the lead surgically and implant a new one. No adverse patient effects were reported.